Event description:
It was reported that suture came out of first implant. Second implant had not been deployed; first implant remains in patient, unsecured in the meniscus. Another ar-4500 was used to complete the case. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record revealed nothing relevant to this event. The device was received and an evaluation was conducted. The complaint was confirmed. The evaluation revealed that the suture was still threaded to the handpiece. The first implant was broken off from the short suture construct. There is no visual damage to the suture or the second implant. Based on the information provided and device evaluation, the most likely cause(s) of this event is excessive insertion force being applied during the operation of the device, and /or not allowing the trailing suture to remain free and unobstructed during implant insertion and/or over-tensioning of the suture. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.